Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor assembly and electronic assembly were noted with corrosion during the visual inspection. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump experienced a prime anomaly. The customer stated that there was high flow of insulin during the fill tubing stage. The customer's most recent blood glucose was 186 mg/dl. She stated that the insulin pump pushed out much more insulin out than before. She stated that insulin was squirting out during the manual prime process, and the squirting stopped when she let go of the act button. She did not receive any alarm on the insulin pump, and the device passed the self test. She reported losing 14 ml of insulin during the fill tubing anomaly. During troubleshooting, she was advised to attach a new infusion set and reservoir and to restart the prime process. She reported that no numbers came on the screen other than 0.0, but insulin still squirted out abnormally. She was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and agreed to return the device for analysis.